Event description:
The pt (B)(6) reports his scs sys activates without prompting. The issue reportedly occurs the same time each night after the pt has turned the therapy off. The pt denies having any magnetic devices in close proximity which may attribute to this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.